Event description:
A customer contacted beckman coulter (bec) reporting an ionized selective electrode (ise) drain leak in the unicel dxc 880i synchron access clinical system (full system). The customer also indicated that the instrument also had multiple calibration failures prior to discovering the ise drain leak. The chemistries affected by the calibration failures were chloride (cl), carbon dioxide (co2), sodium (na), potassium (k), calcium (ca), and phosphorus modular chemistry (phosm). The customer was not able to determine the volume of the fluid leak. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the ionized selective electrode (ise) waste was failing to drain due to a clogged solenoid valve. The fse indicated that the leak was contained within the drip pans inside the instrument and the obstruction found on the solenoid valve was not a fibrin clot or gel. The clog was removed from the solenoid valve which resolved the issue. The fse verified system performance. Bec identifier for this report is (B)(4).